Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that the needle tip broke-off in the soft tissue, it was not retrieved and confirmed with x-rays. Case was completed. No extra incision was done in an attempt to retrieve it. Follow-up investigation: procedure was a left rotator cuff repair. After the surgeon inserted his first 4.5 peek corkscrew anchor, he attempted to pass the suture and the needle broke-off in the rotator cuff tissue. He then used another manufacturer's device to pass the remaining sutures. The c-arm was brought into the room and the needle tip was identified using fluoroscopy, in the soft tissue. An additional 15-20 minutes was spent trying to retrieve the tip in the tissue. No extra incisions were made in an attempt to retrieve the tip. After numerous attempts the surgeon did not want to compromise the intact rotator cuff tissue in order to retrieve the tip.